Event description:
The user facility reported that during the fourth use of the dialyzer, a pt had a reaction. The symptoms started before the blood reached the dialyzer. The pt reortedly experienced tingling and burning in their extremities, as well as tightness in the throat and chest. Benadryl did not relieve the symptoms, so the dialysis treatment was discontinued and the dialyzer discarded. The blood in the circuit was returned to the pt, so there was no blood loss. The user facility reports that they feel that the pt's beta-blocker blood pressure medication may have been a factor in the pt's reaction.